Event description:
It was reported that a spectrum iq pump had erratic downstream occlusions. The event occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During evaluation, the device underwent downstream occlusion testing from the flow line which resulted with acceptable occlusion times at specific pressure ranges. A review of the event history log revealed multiple 'downstream occlusion!' Alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.